Event description:
On (B)(6) 2011, an advance sling was implanted. It was reported that the pt has, "been unable to urinate normally since (B)(6)" and is still wearing a catheter. The surgeon says the sling may be "too tight" and wants to "disconnect the sling." The date of surgery has not been set.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.